Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately erratic. However, the exact results were not specified, the reporter stated the readings were 100 points different. The issue was not resolved with troubleshooting.